Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels (40-42 mgdl) at night. Juice was consumed to address the bg level. The contact reported that the low bg was due to the basal pump setting. Tandem customer technical support (cts) assisted the customer with programming the pump settings. Cts advised the customer to discuss the low bg event with a healthcare provider.